Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 229047 analyzer product. Event summary: analysis was not able to confirm that there was telemetry failure with the programmer. The programmer was able to interrogate a device wireless and non-wireless using the provided rf (radio frequency) head. Analysis also found the system fan is noisy. (B)(4).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.